Event description:
It was reported that the patient presented in hospital after experiencing multiple shocks, extended charge time alert was observed. Manual cap maintenance was performed with normal value. The device will be monitored .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.